Event description:
The patient was taken to the hospital with withdrawal symptoms of skin being red and flushed, and fever. The patient was treated with oral baclofen and appeared to be "fairly ok", but did experienced some itching. There were no spasms or pain. A critical alarm was heard. It was reported that there was a pump memory error. When the pump was interrogated "low battery" was on the strip. It was also noted that the pump had stopped and all the memory was erased. The nurse had to restart and reprogram everything. Additional information indicated that telemetry revealed a critical alarm was occurring. Pump reset, safe state, low battery reset. It was also reported that the patient had experienced a return of symptoms with increased baseline spasticity. The pump was reset, but that same evening it started alarming again and upon interrogation showed it had reset and was in safe state again. The pump contained lioresal with flex dose programming, with a total dose of 708 mcg/day. Event logs indicated a low battery reset occurred in 2009, at 14:03 which put the pump into safe state. The pump was restarted and a bolus given on the same day, at 22:25. Another low battery reset occurred on the same day, at 14:59 (another set of telemetry strips indicated the second reset was at 15:02) and the pump went into the safe state. The pump was again restarted on the same day, at 18:34. A third low battery reset was noted the following day, at 13:59 and the pump was in safe state. Further information received reported that the pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
Refers to flushed/red skin - the pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.